Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating motor error alarm and off no power anomaly from the insulin pump. The customer's blood glucose reading was 88 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer stated that there was a motor position encoder error alarm. The customer declined to troubleshoot for no power anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error or off no power anomaly noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.